Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white crystalized material was found in the air/water channel and it was believed to be simethicone. The cause of the foreign material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU) regarding reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU: IFU: operation manual chapter 3 preparation and inspection states detection method. IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of angulation being loose was confirmed. The device evaluation found up/down/left/right angle was not up to specification, the up/down / left/right angle play had evident play, the up/down angle control assembly was loose, the up/down brake was not holding. Additionally, as noted in section b5, a white contamination possibly infacol (simethicone) type product in the air / water channels was observed noted to be attributed to a customer handling and reprocessing issue. Additional evaluation findings were as follows: the light cover glass was chipped and had uneven adhesive, the optical cover glass adhesive was uneven, the distal end cap had burn marks, the distal end adhesive was lifting, the switch button had a hole and the electrical safety test failed. The electrical safety test will be performed again post repair to meet specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the angulation was loose (big wheel) on their evis lucera elite colonovideoscope. The issue was found during reprocessing. Inspection and testing of the returned device found a white contamination possibly simethicone type product in the air / water channels. There was no report of delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.